Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated. Please note this ICD is affected by a field safety corrective action, bio-lqc, initiated in march 2021.

Manufacturer narrative:
Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this ICD were re-investigated. All production steps were performed accordingly, and the final acceptance test proved the device functions to be as specified. Subsequently the device was interrogated. The interrogation could be properly performed and revealed the mos1 battery status. Battery trend data showed a temporary voltage drop followed by recovery of the battery voltage back to normal values. This ICD is subjected to the field safety corrective action, bio-lqc, initiated in (B)(6) 2021.

Event description:
Device was explanted due to reported unexpected battery behavior. No adverse patient events reported. Should additional information become available, it will be added to this file.

Event description:
Device was explanted and replaced at the request of the manufacturer. The device was showing unexpected battery behavior. No adverse patient events were reported.